Manufacturer narrative:
(B)(4). The customer returned one cartridge unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination revealed that half of a clip was remaining in the cartridge. The clip was broken near the hinge. The observed damage is consistent with improper loading of the clip or with using damaged appliers. The appliers were not returned. The returned sample appears used as there is biological material present on the cartridge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken at ligating" was confirmed based upon the sample received. Half of a clip was returned in the cartridge and it was broken near the hinge. The observed damage to the clip is consistent with improper loading of the clip or using a damaged applier. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that a clip loaded into the jaws got broken when the user tried to ligate the vessel with the clip. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73k1700322 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip loaded into the jaws got broken when the user tried to ligate the vessel with the clip. There was no reported patient injury.